Event description:
It was later reported it was a new illness or injury instead of worsening or exacerbation of a pre-existing condition.

Event description:
Additional information received reported that the patient had presented with aspiration pneumonia. Intervention was noted as cefepime 1 gm IV x¿s 1, vancomycin 2000 mg, q 18 hrs IV from (B)(6) 2013, azreonam 1gm IV tid may (B)(6) 2013, cefpodoxime 200 mg po bid x¿s 7 days, and infection disease consultation (B)(6) 2013, suspect aspiration pneumonia related to gerd. The patient symptoms were noted as shortness of breath and like an elephant was sitting on the patient¿s chest. Chest x-ray impression was bilateral hilar peribronchial cuffing likely associated with bronchitis, reported dysphagia and regurgitation. The patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3889-28, lot# v621113, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an edema, including bilateral swelling in the lower extremities. An ultrasound showed no evidence of deep vein thrombosis (dvt), and dvt prophylaxis was started. It was reported that the event was ongoing. It was later reported that the event was cellulitis, and not an edema.

Manufacturer narrative:
Additional review indicates the information in MFR report # 3004209178-2013-10729 pertains to this manufacturer¿s report. Any addit ional info will be reported in this report.

Event description:
It was later reported the patient's event resolved without sequelae on (B)(6) 2013.